Event description:
This reported is to advise of an event that was observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external insulation abrasion was noted at 46.3 to 46.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4). (B)(6).